Manufacturer narrative:
A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A turbid 25+ gauge (ga) 7.5 cuts per minute (cpm) combined pak was returned. The sample was visually inspected and no obvious defects were found. The 25ga trocar was on the infusion cannula tip in the returned condition. The ball in the drip chamber¿s check valve moved freely per specification. The non-invasive flow sensor (nifs) on the cassette housing was in good condition. A calibrated console representing the current software version was used to test the sample. The light emitting diode (led) rings on the console turned green as the probe connectors were engaged to the console indicating the proper communication between the probe and the console. The correct cut rate displayed on the console screen. The sample primed and tune with the ultrasonic handpiece, the 0.9 millimeter (mm) air bypass system (abs) tip, and the infusion sleeve from the lab stock. The sample passed the intraocular pressure (iop) calibration successfully. Fluid flowed from the balanced salt solution (bss) bottle to the drain bag without any interfering. No leakage was detected and no message code appeared on the screen. The cleaning process was able to be performed after functional testing was completed. The sample passed functionality testing. The root cause of the customer's complaint could not be established since the returned sample met specifications. No contributing factors could be identified that could cause the reported complaint. After the investigation of this complaint, it has been determined that this sample met specifications. Therefore, no action will be taken at this time. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported air bubbles entered continuously into the infusion tubing line when using the vitrectomy probe during the vitrectomy phase of a cataract/vitrectomy procedure. The procedure was completed after removing the air bubbles. There was no patient harm.